Event description:
On (B)(6) 2012, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded a discrepant result of 0.25 on a patient presented with chest pain. The customer states that the patient was sent for an angiogram based on the one I-stat result that resulted as normal. Patient was administered the following medication: aspirin, plavix, pantoprazole, clexane-100mg, paracetamol-1gram and bisoprolol - 1.25mg. There was no repeat testing. The facility has decided to institute a new protocol when I-stat troponin results do no agree with patient condition. Sample will be repeated on I-stat and saved for testing in the laboratory.

Manufacturer narrative:
(B)(4).